Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, the patient experienced repetitive urinary infections and pain in the back and groin. Reportedly, she also had cramps in the calves, numb feet and was tired.